Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site 43 fractured at the collar of the implant and was removed. Procedure was completed with other implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bopt4311, (3i t3 tapered implant 4/3 x 11.5mm) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 2019010058. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019010058 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of implant inadequate (unable to withstand occlusal forces or long term loading) therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.